Manufacturer narrative:
Manufacturer was informed by overseas distributor that, a complaint device was returned from user facility though complaining details were not provided, procedure was to treat a cto lesion and there was no patient impact. Upon return of the device on 7/28/2016 and immediate investigation, it was found that the core wire was broken apart at approx.4mm from tip end. Close observation revealed the trace of breakage after rotational manipulation to clockwise and counterclockwise direction. Two other separations were observed with the core wire, however the separation sites showed the trace of erosion while no trace of the damage by bend or rotation. Inspection of the two separation sites concluded that the separations are electrolyzed corrosion and are not the breakage during the use in the procedure. Guidewire is consisted of different metallic raw materials and leaving the guidewire kept in saline solution for long period after use in procedure led the electric erosion. Inspection of the fragments showed that the entire length of the guidewire was entirely returned. Product package label was also returned with a memo, which could read as "(B)(6) 2016 deformed top end". This suggested that some irregular occurred at the distal end of the guidewire during the procedure. Manufacturer advised overseas distributor of the finding for collecting additional and complete information on the procedure, complaint and patient, however the attempted was not fruitful. Lot history review revealed no anomalies in the final release records for the lot involved in this reported event, and there was no indication of product deficiency. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. Based on the outcomes of the investigation, it is inferred that the tip of the guidewire was trapped in the target lesion, where rotational manipulation to cw and ccw direction was excessively given to the guidewire, core wire might be damaged or broken apart due to the force exceeding the product design limit. Warning section of the IFU describes: - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel." - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. And "separation or breakage of guidewire" as one of possible complications and adverse events.

Event description:
Reportedly, procedure was to treat a cto lesion. There was no patient injury or impact.

Manufacturer narrative:
(B)(4).